Event description:
The distributor reported that there is a small packaging material fold in the seal of the package causing a breach in the sterile barrier. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. A review of the device history record found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was examined visually, there is a small fold in the seal causing a breach in the sterile barrier. The complaint is confirmed for this device. The root cause is attributed to the manufacturing process.